Manufacturer narrative:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was broken and it could not enter the non-cordis sheath. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. A 5f non-cordis sheath was used. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were not depressed. The stopcock was in the open position, and the syringe was not returned for this evaluation. The sealant was present in its manufactured position but was partially exposed. The sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned. The balloon was deflated, and the core wire was present. The atraumatic tip showed no signs of damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was measured and found to be within the defined specification. The measurement was taken using a calibrated ruler. Additionally, due to the frayed/split/torn condition of the sealant sleeves, a dimensional analysis to measure the slit length could not be executed. Per functional analysis, the insertion/withdrawal functional test could not be performed due to the frayed/split/torn condition of the sealant sleeves, which resulted in high resistance for insertion into the csi. Additionally, based on the observed condition ¿mynx control¿deployment difficulty¿premature,¿ a simulated deployment test was conducted to evaluate functionality. The unit performed as expected, successfully deploying the sealant and retracting the balloon upon activation of button 1 and button 2. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the returned device. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was broken and it could not enter the non-cordis sheath. Another unknown mynx device was used to achieve hemostasis. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used according to the instructions for use (IFU). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The device was used in a transfemoral cerebral angioplasty (tfca) procedure. A 5f non-cordis sheath was used. Other procedural details were requested but were not provided. The device will be returned for analysis.